Event description:
A PICC line was being placed for long term IV antibiotics. After removing the guidewire, facility was no longer able to detect the proximal end of the catheter. Removed introducer but still unable to see end of catheter. Presuming the catheter had migrated into the vein, a tourniquet was applied to the left arm in attempt to stop migration. Pt was transferred to ER in stable condition. An x-ray was done for catheter location. Upon cxr, it was noted that the catheter was in the heart. The pt was transferred to hosp for catheter retrieval in 2003.